Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No functional testing was performed due to contamination. The reported condition could not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one container had a leak. This occurred during leak testing before patient use. It was stated that it was leaking from the administration port. There was no patient involvement. No additional information is available.